Event description:
It was reported that the patient presented for follow up after a polarity switch was exhibited by the right atrial lead. A device interrogation revealed that lead noise was over-sensed, and the pacing impedance had exceeded the upper limit. The patient was scheduled for replacement and the lead was explanted. Post extraction analysis found the lead conductors were crushed and had separated. The patient was stable.